Event description:
On 02/25/1999, the facility's radiology supervisor informed the distributor's sales representative of the following: over the past month, the facility has been having problems with the extensions of the catheter leaking when flushing prior to insertion. The facility is repairing them immediately and then inserting. According to the radiology supervisor, the catheter extensions appear to have pinholes. He stated that they also use a similar product of the manufacturer's and have not encountered any problems. It appears to be isolated to this product. No further details were provided.